Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. Harvester said just below the jaw, the black part of the device was bent. The c-ring could not be brought in and the hemopro would not advance. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # 339117. The device was returned to the factory on 21jul2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle as well as on the heater wire. The heater wire was observed to be flexed away from the hot jaw, remaining attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects were observed. The cold jaw was observed to be bent and not in alignment with the hot jaws. The shaft was also observed to be bent approximately .93 inches below the jaws. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.686 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "material twisted/bent shaft¿ is confirmed as well as confirmed for the analyzed failures ¿material twisted/ bent jaw" and "material twisted/ bent wire¿ is confirmed. The DHR was reviewed for the reported failure ¿material twisted/bent; shaft¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. Harvester said just below the jaw, the black part of the device was bent. The c-ring could not be brought in and the hemopro would not advance. A replacement device was used to complete the procedure. The hospital did not report any patient effects.